Event description:
It was reported to medtronic minimed that the customer reported low blood glucose and a blank display on the pump. Also, the customer reported the screen is frozen, and the pump does not power back on. The customer reported a blood glucose value of 36 mg/dl. The customer reported hypoglycemia was treated with an IV insulin drip (intravenous insulin infusion), the discontinuation of the use of the insulin delivery system, glucose/carb intake, and an emergency room visit. The event involved products mmt-1780kl, unomedical, and mmt-332a. Troubleshooting was partially performed, and the customer has not been using the insulin pump system within 48 hours of the reported low blood glucose event. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for unomedical and mmt-332a. Mmt-1780kl was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The product analysis is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this analysis task will be reopened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.